Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 1 mg/ml at 0.1197 mg/day via an implantable pump for unknown indications for use. It was reported that the patient presented to the clinic today for a follow-up visit. During her visit, the physician reported that she noted that the pump pocket wound had begun to open. Therefore, she scheduled the patient for an urgent pocket revision to be completed today. Environmental/external/patient factors that may have led or contributed to the issue included the patient reporting that she picked up her grandchild approximately one week ago and subsequently felt a pop at the pump pocket incision site. Actions/interventions taken included the patient being taken to the operating room (or) today (on (B)(6) 2023) for a pocket revision. The physician noted prior to opening the incisions that the v-loc suture that was used to close the incision had broken and was visible within the incision site. The physician opened the pump pocket and excised the affected tissue. She noted approximately 20 ml of serous fluid within the pocket. The cultures were obtained and the hcp irrigated the wound and then performed a pulsed lavage with saline. The incision was then closed. The patient received intravenous (IV) antibiotics and was discharged with a prescription for oral antibiotics. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.